Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the motor was erratic, the control bar was not in the correct position, the device was out of calibration at the 0 setting, and the device did not pass visual inspection. The repair was declined and the device will be scrapped. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. There is no event as the device was sent in for preventive maintenance only. It is confirmed the device needed repair. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that upon inspection at preventative maintenance the device was found in need of repair. At product evaluation investigation the motor was erratic. No additional information available. No patient involvement as a result no harm or delay were reported. No adverse events were reported as a result of this malfunction.